Event description:
During service by a service technician, a flogard infusion pump was found to have a damaged power cord. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was serviced onsite by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of damage to the power cord is unknown. To correct the condition, the power cord was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a supplemental report will be submitted.